Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Exact date of the primary surgery is unknown. Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 12 years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.